Manufacturer narrative:
(B)(4). Batch #: (B)(4). Investigation summary the analysis results found that the device was received with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and it did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This is an evaluation of the picture provided by the account and not of the actual instrument.  The image provided by the customer is that of the distal jaw of what appears to be an harh instrument. A closer look at the clamp arm interface shows the tissue pad damaged and melted. The probable cause of this tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged activation of the instrument without tissue between the jaws may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad.

Event description:
It was reported that during a lap gastric sleeve, the teflon pad melted and dislodged. Surgeon was using the device to dissect the tissue surrounding fundus part of stomach when he noticed there was a lot of plume and found out the teflon pad dislodged. Surgery was successfully completed. Surgeon used the device as usual and he is experienced user. Surgery was not delayed and there were no patient consequences.